Event description:
Additional information: one of the batteries had turned off in (B)(6) 2012 and the other battery had been turned off and had its memory, including the voltage settings, erased in (B)(6) 2012. Upon further review, no allegation of a return of symptoms or a lack of therapeutic effect was alleged. It was reported that after the event in (B)(6) 2012, the patient had ¿problems¿ that lead to hospitalization.

Event description:
It was reported that one of the patient's batteries was found off and the other had no programming. It was noted the patient was in a nursing home and the patient had seen a health care provider that confirmed one battery was turned off and the other battery did not have any programming parameters. It was unknown which battery was which. It was also noted the patient had a return of symptoms but it was unknown for how long. It was noted the patient never had therapeutic effect. It was noted the patient was hospitalized and 'one battery was turned off and the others memory was erased.' In (B)(6)the patient started having 'all the problems and was hospitalized which they were slowly recovering from now.' The caller was unaware of the patient having an MRI, but it was noted the 'nurse had a magnet to turn the stimulator.' Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the cause of the event was unknown. Normal impedances were present on both implants. Reprogramming was done on (B)(6)-2012. No signs or symptoms were associated with the event. No hospitalization was required. The patient recovered without sequela. It was also noted that the patient had "advanced parkinson's."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0235457v, implanted: (B)(6) 2003, product type lead; product ID 3389-40, lot# j0228211v, implanted: (B)(6) 2003, product type lead. (B)(4).